Event description:
Device report from malaysia reports an event as follows: it was reported that during a vertebroplasty (vertebral body stenting) on (B)(6) 2022, the surgeon had to mix the cement in the cement chamber by pouring the solution into the cement powder inside the chamber and then mix it together by pushing and turning the lever on the chamber to mix it. However, the lever did not turn and move easily. The cement also did not mix evenly and hardened too fast, causing the lever to be stuck in position. The hospital has a practice of requesting additional cement packages to be sent for every case, so a new cement kit was opened. Procedure was completed successfully with a five to ten minute delay. There was no patient consequence. This report is for a sistema de cemento vertecem v+ . Esteril. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the photos and information of the device to osartis where an investigation was conducted. In order to rule out a product-specific cause, the batch documentation was checked and retained samples were tested. These examinations showed no deviations. An assessment of the mixer was not possible because it was not returned. A faulty product is therefore excluded, a user error or incorrect storage is possible. A dimensional inspection was unable to be performed due to not being relevant for the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the vertecem v+ cement kit, p/n: 07.702.016s was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: product#: 07.702.016s, lot #: 1k53441, release to warehouse date: 01 oct 2021, manufacturing site: werk selzach, expiration date: 01 oct 2024, suppliers: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.